Manufacturer narrative:
The device has been received. Testing is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. The device was returned to the biomedical engineering department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.